Event description:
Reportedly, the patient visited the hospital due to bradycardia. Review of recorded episodes stored within the associated crt-d identified many with noise oversensing, which were dated (B)(6) 2015. No inappropriate therapy was delivered. Ventricular lead impedance and coil continuities were within the normal range, but low pacing impedance measurements were evident within the trend curve in the beginning of (B)(6) 2015. A preliminary investigation of available patient files confirmed: fluctuations in the ventricular pacing impedance trend that started at the beginning of (B)(6) 2015; and oversensing in the recorded episodes from (B)(6) 2015 that were characteristics of a potential lead issue. Recommendations in accordance with the isoline recall (issued in (B)(6) 2013) were provided. A re-intervention to correct the issue was performed on (B)(6) 2015. During re-intervention, proper connection of the isoline lead to the ICD was confirmed. The isoline lead (reported under ref. 1000165971-2015-00139) and the ICD were replaced. New rv lead, same atrial and lv leads were connected to a new ICD. Normal operation of the new defibrillation system was confirmed.

Event description:
Reportedly, the patient visited the hospital due to bradycardia. Review of recorded episodes stored within the associated crt-d identified many with noise oversensing, which were dated (B)(6) 2015. No inappropriate therapy was delivered. Ventricular lead impedance and coil continuities were within the normal range, but low pacing impedance measurements were evident within the trend curve in the beginning of (B)(4) 2015. A preliminary investigation of available patient files confirmed: fluctuations in the ventricular pacing impedance trend that started at the beginning of (B)(6) 2015; and oversensing in the recorded episodes from (B)(6) 2015 that were characteristics of a potential lead issue. Recommendations in accordance with the isoline recall (issued in (B)(6) 2013) were provided. A re-intervention to correct the issue was performed on (B)(6) 2015. During re-intervention, proper connection of the isoline lead to the ICD was confirmed. The isoline lead (reported under ref. 1000165971-2015-00139) and the ICD were replaced. New rv lead, same atrial and lv leads were connected to a new ICD. Normal operation of the new defibrillation system was confirmed.